Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag ndc 0338-0049-02, lot number: y229328, exp: sep 18, atezolizumab with 0.9% nacl; 250 ml baxter bag ndc 0338-0049-02, lot number: y229328, exp sep 18, 0.9% nacl, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that after 30 minutes of an infusion of atezolizumab 1200 mg/250 ml ns and immunotherapy, the clinician noticed a leak at the base of the green connector on the secondary administration set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the base of the green connector (presumed to mean texium connector), on the secondary administration set was not confirmed. The sets were inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was present in the tubing of the suspect secondary set, attached non-bd secondary set, and attached non-bd extension set. No other anomalies or evidence of damage were observed on the sets. Functional and pressure tests were performed and no leaks were detected. The root cause of the reported leak was not identified.